Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device failed with a beeping alarm sound while in use. The ventilation was not continued. No injury was reported.

Manufacturer narrative:
The available information and the log files provided basis for the investigation. A cockpit restart could be confirmed. Other than reported the ventilation was not affected by the cockpit restart and has been continued as set. As root cause a communication.

Event description:
Refer to the initial-report.